Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the homechoice cassette was cracked and bent at the patient line. This event occurred before use. There was no patient involvement. No additional information is available. This is report 3 of 3 for this event.